Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. A patient alert was triggered for out of tolerance lead impedance on 2013-(B)(6). The weekly trend data shows an increase for the minimum and maximum defib impedance and svc equal to 60 to 254 ohms between 2013-(B)(6). The weekly pace trend data shows an increase for minimum and maximum ventricular pacing impedance was equal to 418 to 1900 ohms peaked between 2012-(B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to atrial tachycardia. It was further reported that there was high superior vena cava (svc) impedance, high pacing lead impedance, and high thresholds in the right ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.